Event description:
The manufacturer became aware that a user of the rep dreamstation auto CPAP had states respiratory tract irritation, hypersensitivity. There was no serious patient harm or injury. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received on 10/17/2022, and section h11 should be reported as: the manufacturer became aware that a user of the rep dream station auto CPAP had states respiratory tract irritation and hypersensitivity. There was no serious patient harm or injury. No medical intervention was specified by the patient. No additional information can be requested at this time. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During evaluation secondary findings were not observed. The device's downloaded logs were reviewed by the manufacturer. There was no error code found. The third-party service center concludes that they could not confirm the customer's allegation and there was no visible foam degradation and unit got corrected. In box d: UDI number was incorrectly captured in previous report and it was corrected in this report. In box g: report source - other was missed to captured in previous report and it was updated in this report. In box h: evaluation method code, evaluation results code, component code and conclusion code grid has been updated.